Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s device was not working properly. It was reported they keep charging the battery, but the light shows not full. There were reportedly three ¿things¿ on top of a ¿little app¿. No further complications were reported. Refer to manufacturer report #3004209178-2017-08555 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the trouble started a couple of days before (B)(6). The patient apparently received advice from manufacturer support personnel and read the instructions in the manual which resolved the issue. The cause was reportedly related to not fully reading the instructions initially. No further complications are anticipated.